Manufacturer narrative:
Reported event: an event regarding a failed impaction and pelvic checkpoint involving 3.0 rio robotic arm -mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 293 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed impactor checkpoint. There were no other reported events for the listed catalog number. Conclusion: all system accuracy checks passed. Since the system doesn¿t log the checkpoint values when they failed, the root cause of failing checkpoints cannot be found.

Event description:
Yesterday during our hip surgery we were unable to verify the check point in the impaction shaft or the pelvic check point. Our registration was 0.5, borderline. I suggested to dr. Magee that it was a borderline registration and that he could repeat it. He decided that he wanted to try to verify and walk around different areas with the blue probe. We were able to pass verification. At this point he decided to proceed and ream in different stages. Starting with a 51, and then a 53 for a 54 cup. We did not have any difficulty with reaming. I clicked then into the impaction page. He then stated that he wanted to touch the rim of the acetabulum with a 54 before impaction. I clicked back into reaming, and then he said he would just touch the rim with a manual reamer. I advised that could change our numbers. When I then clicked back into the impaction page and we loaded the impaction handle. We could not get it to verify, or pass the pelvic check point. I don¿t know if I did something wrong and clicked the wrong thing, or if I missed solving the problem, or if it was a problem with my robot. He did not want to reregister the arm by drawing the box. He decided to finish with manual impaction of the cup. The end result was fine. He was able to manually impact the cup without difficulty and the final x-rays displayed proper placement. There was a 5min delay in deciding if we continue to solve the problem or switch to a manual case. I have attached the case files, and pt plan from the robot. Can you please review them and see if this was an error on my part? Type of case: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Yesterday during our hip surgery we were unable to verify the check point in the impaction shaft or the pelvic check point. Our registration was 0.5, borderline. I suggested to dr. (B)(6) that it was a borderline registration and that he could repeat it. He decided that he wanted to try to verify and walk around different areas with the blue probe. We were able to pass verification. At this point he decided to proceed and ream in different stages. Starting with a 51, and then a 53 for a 54 cup. We did not have any difficulty with reaming. I clicked then into the impaction page. He then stated that he wanted to touch the rim of the acetabulum with a 54 before impaction. I clicked back into reaming, and then he said he would just touch the rim with a manual reamer. I advised that that could change our numbers. When I then clicked back into the impaction page and we loaded the impaction handle. We could not get it to verify, or pass the pelvic check point. I don¿t know if I did something wrong and clicked the wrong thing, or if I missed solving the problem, or if it was a problem with my robot. He did not want to reregister the arm by drawing the box. He decided to finish with manual impaction of the cup. The end result was fine. He was able to manually impact the cup without difficulty and the final x-rays displayed proper placement. There was a 5-min delay in deciding if we continue to solve the problem or switch to a manual case. I have attached the case files, and pt plan from the robot. Can you please review them and see if this was an error on my part? Type of case: tha.